Event description:
The customer obtained non-reproducible higher than expected vitros trop I es patient and quality control results when using the vitros eciq immunodiagnostic system. The vitros trop I es results initially obtained from multiple patient samples were higher than the expected compared to the results obtained during repeat testing (sample 1: 1.45 versus 0.020 ng/ml, sample 2: 1.41 versus 0.013 ng/ml, sample 3: 0.069 versus 0.027 ng/ml, sample 4: 0.105 versus 0.012 ng/ml, sample 5: 0.082 versus 0.012 ng/ml, sample 6: 0.132 versus 0.012 ng/ml, sample 7: 0.156 versus 0.012 ng/ml). In addition, higher than expected vitros trop I es results of 2.62, 0.094, 0.061, and 0.139 ng/ml were obtained from a quality control fluid versus the expected value of 0.025 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected vitros trop I es patient results were not reported out of the laboratory. There was no report of patient harm as a result of this event. This report is number one of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros trop I es patient and quality control results were obtained when using the vitros eciq immunodiagnostic system. Results of precision testing initially demonstrated that the vitros eciq immunodiagnostic system was not performing as expected. An ocd field engineer replaced multiple subsystem components over a series of service visits in order to return the analyzer to expected operation. The vitros eciq immunodiagnostic system was demonstrated to be performing as expected following completion of these service actions. However, two of the non-reproducible higher than expected vitros trop I es results were obtained after completion of the service actions. The investigation is currently ongoing. It is unknown whether the patient samples in question were processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. For the first six patient results and the first three quality control results affected, the root cause of the event is most likely instrument related. Pre-analytical sample processing cannot be ruled out as an additional contributing factor for the patient results. For the last patient result and the last quality control result affected, a definitive root cause could not be determined. However, an instrument issue, a reagent issue, or pre-analytical sample processing (for the patient sample) cannot be ruled out as contributing factors. The root cause is unknown for these results.